Manufacturer narrative:
This failure investigation is limited in scope since none of the original implants from the revision surgery were returned to encore for examination. A review of the manufacturing records found no discrepancies. No info was found that showed a material, design, manufacturing, packaging, sterilization, or biocompatibility problem with the shoulder system implants. The root cause of the infection is unk, but the data strongly supports the view it was not related to encore product of process defects. This is the final report.

Event description:
Incision site showed signs of infection. Doctor chose to replace the implants and clean wound thoroughly.